Event description:
It was reported that while the customer was filling the cartridge insulin began leaking from the base of the patient line. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.